Event description:
Quit pacing pt w/no underlying rhythm of their own. Pt went asystole - pacer changed out - battery replaced. Put back on and after some time, quit pacing again. Pt went asystole 2x. Pacing cable checked out good. Follow-up with user-facility indicates no adverse affects to patient.